Event description:
It was reported that the capacitor had low energy. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device onsite and replaced the therapy capacitor. The therapy capacitor was replaced. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.